Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. No excessive no delivery alarms were noted. All operating currents are within specification. No cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl. Customer performed a 5.0 unit fixed prime and stated that the insulin did not exit and the pump alarmed no delivery. Troubleshooting was performed and customer reported that the insulin exits the tubing. Customer reported that the pump alarmed during manual prime. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer stated that she was unable to assemble a new infusion set and reservoir. Customer decided to have the pump replaced.